Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer was spontaneously off during session. The programmer is expected to be returned for service. There was no patient involvement.